Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported difficult to flush could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficulty flushing the steerable guide catheter (sgc) during device preparation. It was reported that during device preparation of a steerable guide catheter (sgc), unusual resistance was felt while flushing the guide. It was decided to exchange the sgc for a new one. The procedure was completed without further issues. There was no patient involvement. No additional information was provided.